Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The patient could not recall the exact values of the cgm and the bg; however, it was reported that it was 100 point off. The patient was not using the same bg meter during the sensor session. Additionally, the patient did not calibrate after seeing inaccuracies. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore, the reported event of inaccuracies cannot be confirmed. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide rev 11 section 7.2 how to calibrate states: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.